Event description:
During an in-service training session on a new iabp, the company rep observed that the iabp would not power up. No pt was involved.

Manufacturer narrative:
The company svc rep observed that upon attempting to power up the iabp, the iabp screen remained black for a few mins, at which time a loud alarm tone was generated. He determined that the coiled cable was not properly connected to the display head assembly. He reconnected the cable and the iabp functioned according to the specifications. The iabp involved in the event had been delivered to the hospital approx two months prior to the event. It passed all tests at that time. The connector became disconnected at the hospital some time during the two months between the installation qualification and the in-service training session; however, there is no info available from the hospital as to how this occurred. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances noted in the DHR related to the reported event. Ref: (B)(4).